Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the groshong PICC line slipped from the connector hub and went inside the patient's body/veins. When the groshong PICC line was placed in patient at end the hub connector was placed with 2 component sleeve and on hub pin the catheter pull on, then sleeve is attached locked to make stable connection so that catheter does not loosen up, and any fluid given by hub will go through catheter into the vein svc. In this case, the catheter slipped out of hub as the catheter was not attaching stably, as per the doctor. They said that the catheter got detached and went inside vein which was then pulled out by expert cardiology intervention doctor. The groshong PICC was placed in month of (B)(6) 2023 and the incident occurred in (B)(6) 2024. The catheter went inside atrium and patient arrhythmia started happening. Immediate emergency treatment and procedure was taken with help of interventional cardiologist to take out catheter and save patient. The catheter was in use for medications as well as blood, etc.

Event description:
It was reported that the groshong PICC line slipped from the connector hub and went inside the patient's body/veins. When the groshong PICC line was placed in patient at end the hub connector was placed with 2 component sleeve and on hub pin the catheter pull on, then sleeve is attached locked to make stable connection so that catheter does not loosen up, and any fluid given by hub will go through catheter into the vein svc. In this case, the catheter slipped out of hub as the catheter was not attaching stably, as per the doctor. They said that the catheter got detached and went inside vein which was then pulled out by expert cardiology intervention doctor. The groshong PICC was placed in (B)(6) 2023 and the incident occurred in (B)(6) 2024. The catheter went inside atrium and patient arrhythmia started happening. Immediate emergency treatment and procedure was taken with help of interventional cardiologist to take out catheter and save patient. The catheter was in use for medications as well as blood, etc.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of dislodgement of a catheter is confirmed and was determined to be use related. One 4 fr groshong nxt clearvue catheter segment and its two-piece connector was returned for evaluation. An initial visual observation showed the two-piece connector was returned assembled. The catheter valve was observed to be cut off from the remainder of the catheter. The distal connector piece was removed from the proximal connector piece to examine the inside of the distal connector. No catheter segment was observed to be remaining on the metal cannula of the proximal connector. After initial microscopic observations, the distal connector piece was bisected longitudinally to examine the compression sleeve. A microscopic observation revealed the valve was cut off the catheter. The fracture surface of the proximal end of the catheter segment appeared granular with sharp fracture edges. No compression damage was observed along the returned catheter segment. A microscopic observation of the inside of the distal connector piece before it was bisected longitudinally revealed a split in the compression sleeve. After the distal connector was bisected, it was observed that the inside of the distal connector did not have any catheter remaining inside the device. Inside the plastic portion of the distal connector it was observed that some scoring could be seen proximal to the advanced compression sleeve. The previously observed split in the compression sleeve appeared to have a smooth fracture surface with sharp fracture edges. Due to the damage found along the compression sleeve and the distal connector along with a lack of compression damage observed along the catheter, the complaint of dislodgement of a catheter is confirmed and was determined to be caused by misassembly of the device. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.